Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature article, an ophthalmic surgeon reported a patient who had a substantial endothelial cell cellular density (cd) decrease following a glaucoma filtration device (gfd) implant procedure. The device insertion position was closer to the cornea, and there were no postoperative complications. Self massage was implemented one month postoperative gfd implant. Due to a decreasing trend of endothelial cells, self massage was terminated after three months postoperative gfd implant. No additional information is expected. There are two medical device reports associated with this literature article. This report is regarding a single patient who is not associated with the study in the article.